Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy following multiple recent falls. As a result, surgical intervention was undertaken on (B)(6) 2026. During the procedure, it was discovered that the patient had an infection at the lead site. As a result, the entire system was explanted on (B)(6) 2026 to address the issue. Additionally, the patient was administered antibiotics to address the issue.